Event description:
It was reported, the patient received several inappropriate shocks. The right ventricular lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The distal conductor was fractured. The defib conductor was distorted. The outer tubing overly was breached cut and had blood/body fluid. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.